Event description:
It was reported that the device was getting hot. Attempts are currently being made to collect additional info from the customer. It is unk if there was pt involvement to adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is complete.